Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the lower case was broken, one side bail cover and the ring cover were worn, two side bails were bent, and the ring was missing. It was noted that after repair device was powered up and segment was noticed to be missing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) screen did not work. The epg was returned for repair. There was no patient involvement.